Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The date of the onset of symptoms was not provided. Date received by manufacturer: the exact date is unknown; therefore, a best estimated date has been provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol), model zmb00, was explanted in a secondary surgical procedure because the male patient had an intermediate drop in vision. Reportedly, the lens was replaced with a different multifocal lens, model zkb00, the diopter size was not provided. Additional information was received and it was learnt that there was no incision enlargement, no vitrectomy was performed and no patient post-op injury was reported. The lens was discarded by the customer. Reportedly, there was a plan to explant the lens in late 2016, because of the visual issue. However, the patient kept on pushing the date off until (B)(6) 2017, when the lens was explanted. No further information was provided.